Event description:
A malfunction alarm labeled as "malf 12" was reported. There was no adverse impact on the customer's blood glucose level indicated. The customer will use multiple daily injections (mdi) as backup therapy while the faulty pump is returned using a pre-paid label, and a replacement pump has been provided.